Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon review, the implantable cardiac defibrillator exhibited non-sustained right ventricular oversensing due to possible myopotential oversensing. Programming changes were made. The patient would continue to be monitored.